Manufacturer narrative:
(B)(6). The devices were discarded by the customer; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking at the seam. The leaks were observed before patient use. There was no patient involvement. No additional information is available.